Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, it was noted that the left ventricular lead exhibited a high capture threshold and failure to capture. The lead was observed under x-ray imaging and was found to have a very slight pullback and dislodged. No intervention was performed. The patient was in stable condition.